Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and performed failure analysis evaluation. The sureform 60 stapler instrument was analyzed; however, failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was returned with a stapler reload still installed. The instrument jaws were able to be opened and the stapler reload was removed without issue. A review of the logs showed no errors. Additional observations not reported by site that are not related to the customer reported complaint were also identified: the sureform 60 stapler instrument was found to have a hi drivetrain friction homing failure during in-house testing. The stapler instrument, with an in-house reload installed, was placed on an in-house system. The stapler instrument failed during initialization. The I-beam was extended and lodged staples were found in the I-beam path. This failure caused the failed during initialization failure of the instrument. After removing the lodged staples, the stapler instrument, with an in-house reload installed, was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The in-house stapler reload was able to be removed from the instrument without issue. The sureform 60 stapler reload was removed from the instrument without issue and analyzed. The stapler reload was returned already fired. All pushers were found to have been deployed and no unformed staples were found. The blade was at the distal end and not exposed. No cartridge damage found. The stapler reload was also found to have mechanical indentation damage to the blade. A review of the logs for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the sureform stapler instrument was installed on the system for 6 times and fired 5 stapler reloads (1 blue, 1 white, 3 green, in that order). On install 1, the first clamp was aborted by the user at approximately 48% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, no clamping or firing was attempted. On install 4, the user made 2 incomplete clamps, stopping at approximately 70% and approximately 67% completion, and 4 successful clamps. The firing was completed with 4-5 pauses for compression. On installs 5 and 6, the system failed to detect the stapler reload color, and the user manually selected the green stapler reload on the surgeon side console (ssc) touchpad, in both cases. On install 5, there were 3 successful clamp attempts, and 1 aborted clamp attempt. The firing was completed with 1 pause for compression. On install 6, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was unable to open the sureform 60 stapler instrument jaws to remove the stapler reload. The stapler instrument was fired five times without issue. There were no stapling issues. The instrument had no problems or warnings when firing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using a backup stapler instrument.